Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the battery drawer was stuck. It was also noted that both output connectors were broken. The keypad window was scratched. The encoder assembly was contaminated. All four (4) control knobs were contaminated. Both wires on the liquid crystal display were pinched but not compromised. Both output connector nuts were discolored. The hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for service tested out of specification during manufacturer's assessment. There was no patient involvement.